Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system, including an ipg, on (B)(6) 2008. It was reported the ipg suddenly lost both output and telemetry. Follow up on the patient found that he is working with his physician to determine the next course of action. According to the manufacturer's device registration system, the ipg remains implanted at this time.